Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". Customer statement: "patient was prescribed rcc transfusion 323mls which started approx. 1730 on (B)(6) 2022 to run at 80.75mls/hr over four hours via braun smart pump. Nursing staff noted one issue with the pump about 2215. The pump alarmed for air in the line. Line inspected no air noted and staff deemed safe to restart transfusion. After 4hours of rcc transfusion nurse went to stop the pump and the final volume of infusion 199.3mls was reported on the pump as infused as opposed to the total 323mls. There was still blood in the bag. No transfusion reacted noted. Informed clinical engineering pump asset no3391 to be serviced and blood with giving set put in plastic bag. After time set (4:00:00) of infusion, still blood in the bag. No patient harm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030004. 2.5 hours of operation: 32042 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. The history files of 2022-08-03 were investigated. At 2022-08-03 16:46 pm a space line was inserted. Two minutes later the time was set to 04:00 hours and the rate was set to a value of 80,75 ml/h. At 16:49 pm the infusion was started. At 18:39 the infusion was stopped by an air rate alarm, with an act. Volume infused of 147,44 ml. Then the infusion was started again. This procedure was repeated at 20:08 pm. Then the infusion was started again. Between 21:27 pm and 21:53 pm the infusion was started and stopped several times (reason for that could not be clarified). The last stop was at 21:53 pm with an act. Volume infused of 199,1 ml. Then the space line was taken out. Furthermore, there are no anomalies in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the technical seal (p1 08/2018) on the lower housing were intact. The device is in a clean state and no visible damages are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. A loud rattling of the door bolt drive could be detected. The reason for that could not be clarified. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,57 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,34 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,86 bar (should be: 1,8-2,5 bar). Pmin: is: 1,57 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,71 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,14%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no visual faults could be detected. To investigate the inside, the device was disassembled complete. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.